Event description:
The source literature reported that six months following the initial system implant procedure, the right ventricular (rv) lead threshold and pacing impedance measurements increased. In (B)(6) 2019, a remote monitoring alert was received by the clinic indicating high pacing impedance measurements (1400 ohms). A higher capture threshold measurement than previously seen was also noted. Diagnostic imaging was performed which displayed typical symptoms of twiddler's syndrome; reduced rv lead slack indicative of dislocation was observed. The patient was admitted for a surgical revision. The rv lead was subsequently capped and abandoned and a replacement rv lead was implanted. The device was also sutured to prevent possible future migration. At this time, the rv lead remains implanted, but capped and out-of-service. The device remains implanted and in-service. No additional adverse patient effects were reported.